Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. As of (B)(6) 2021 the spasms had decreased in severity but had not yet completely resolved.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. No further actions were taken to resolve the issue. The spasms / withdrawal symptoms had resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed coring in the seal material down in the cup of the sutureless catheter connector; leaks were observed during leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, partially explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-dec-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine (19.5 mg/ml at 0.005 mg/hr), clonidine (225 mg/ml at 0.06 mcg/hr), and ropivacaine (naropin) (2 mg/ml at 0.0005 mg/hr) via an implantable pump for unknown indications for use. It was reported that the patient had a pump replacement performed previously on (B)(6) 2021. The catheter (and catheter pump connector component) was not changed at time and a pre-implant prime was performed prior to pump connection. The patient later experienced withdrawal symptoms, described as spasms in all four limbs. The company representative was contacted by the physician stating he was taking the patient back to theatre to check the connection of the catheter to the pump. The patient was further described as having jerking spasms in all four limbs due to possible morphine withdrawal. In theatre, the pump was confirmed to be connected and operating normally. Pump interrogation showed no alarms. Aspiration of the catheter through the catheter access port (cap) was however unsuccessfully attempted. The physician then cut and tied off the catheter and removed the pump. The catheter was partially explanted along with the pump on (B)(6) 2021. A portion of the model 8709 catheter was removed before being tied off in the pocket. Alongside this was a model 8578 proximal catheter revision segment was explanted which was also to be returned to the manufacturer. The devices were to be replaced in the future. There were no known environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2021. The patient's medical history and weight at the time of the event was unknown or would not be made available. Additional information was received via a company representative on 2021-oct-13. The pump was noted as having seemed to be operating normally, as per the device logs and absence of any alarms. It was presumed the pump was present and not faulty. The pump and catheter were being returned to the manufacturer for analysis.